Event description:
A customer reported observing leakage while using the vial-mate adapter. This observation was made upon attempting to mix a baxter dextrose solution. The customer reported that the solution would flow ¿right out¿ of the adapter, and that the leakage was noted from the three holes at the top of the ¿gripper.¿ this event occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured 1/16/2014 - 1/21/2014. Evaluation summary: the sample was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The device was found to function as expected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.